Manufacturer narrative:
Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified obtuse marginal branch segment. A 2.00mm x 15mm nc emerge® balloon catheter was advanced to dilate the lesion. However, during the seconds inflation at 16 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with an nc emerge balloon catheter. No patient complications were reported.